Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in the water as well as nose bleeds, headaches, and sinus issues. After further review, the clinical expert team determined that the reported event does not meet the definition of a reportable serious injury. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient has stated that the device is not available to be returned for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.